Event description:
It was reported the right ventricular (rv) lead pacing impedance and thresholds had risen and were high. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2004.